Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issue could be identified with the station. A technical support specialist confirmed that the system health and storage space was fine. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000 randomly shuts down. The customer reported that the k3 pyxis was randomly shut down several times during the day. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.